Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 14 pro max / 2.4.2 / ios_16.6.

Event description:
It was reported that "pump turned totally blank. Pt is unable to turn on or use pump. Pump totally unsuable". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.